Event description:
The account alleged that the knee function was moving by itself on the bed. No injury reported.

Manufacturer narrative:
The technician found the knee limit switch was causing the issue. Technician replaced the knee limit switch to resolve the issue.